Manufacturer narrative:
Investigation revealed that the root cause of this failure is "unknown". The wheelchair was evaluated and the condition of the device indicates lack of maintenance and user neglect. The drive tires and caster wheels were completely worn down with no tread. The wheelchair sustained unreported damage from a sharp object which directly impacted the front of the chassis and broke through the shroud and into the battery. The wheelchair is considered to be "out of specification" and could be a risk to the patient if continued operation is allowed. The overall condition of the wheelchair can be contributed to user neglect/abuse. The front caster wheel assembly which initiated this report received heavy impact to the swing-arm and protective dust cap was missing and fork assembly hardware exposed to the elements for unknown amount of time. The patient was informed to report damages/malfunctions immediately when they occur and to stop using the wheelchair until it can be evaluated and repaired by a certified servicing dealer. The patient was instructed to not use the product in the current condition and warned of the hazards of not adhering to these warnings. The servicing dealer has been supplied the necessary spare parts to bring the wheelchair back to factory specification and is in process of funding the repair with customers insurance. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Manufacturer narrative:
Investigation has been delayed and evaluation of the device still pending. The patient reported driving down a ramp when the front caster wheel assembly detached from the device. The patient has suffered no injury from this discrepancy. The patient was informed not to use the device until an evaluation can be performed and wheelchair repaired. The patient reported that they were not wearing a positional belt when incident occurred. The patient was instructed to always wear a positional belt when occupying the wheelchair, and referred to the owner's manual (warning label, attached). Although the patient allegedly reported this failure to the servicing dealer, she has refused to take it in for service. Permobil has encouraged the patient to take the wheelchair to the dealer to speed up repairs and the patient indicated that they might. Permobil has contacted the dealer to learn more about this event and to coordinate an evaluation if patient allows. Upon completion of our investigation a follow-up MDR will be submitted, along with any missing information not contained within this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution. (B)(4).

Event description:
Report are that the front caster wheel assembly detached while traveling down her ramp. Date of event is (B)(6) 2017. The servicing dealer was alerted to the failure. No injury occur as a result of this event.